Event description:
It was reported that the patient had right heart failure and was admitted to the hospital on (B)(6) 2022 with weight gain, shortness of breath (sob), and fluid retention. Upon admission, the patient was diuresed aggressively and a right heart catheterization (rhc) was performed. The rhc was considered to be emergent and revealed that right and left sided filling pressures were severely elevated. Moderately elevated pulmonary artery hypertension and reduced cardiac output levels and were also observed. No complications arose and the patient tolerated the procedure well. It was reported that the patient responded to the intravenous (IV) diuresis and was eventually discharged on (B)(6) 2022. The patient was scheduled for additional labs and a follow-up visit with the cardiologist.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension , that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.